Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy procedure, the ncircle delta wire tipless stone extractor wire was kinked and the basket would not open. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. In addition, a review of complaint history, the device history record, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle in the closed position. The basket formation protrudes 7mm from the end of the basket sheath. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A functional test determined the handle does not actuate the basket formation. A visual examination noted the basket sheath has kinks at 90 cm from the distal tip of the basket sheath and again at 92 cm and 101 cm from the distal tip of the basket formation. The support sheath is bowed in appearance. The support sheath and the basket sheath are still adhered. The device history record was reviewed and noted here were no non-conformance issues. A review of complaints history revealed this complaint revealed this complaint is the only one associated with lot number 8258921. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to be non-functional due to kinks in the sheath. The kinks prevented the basket from moving within the sheath. All devices are 100% inspected for functionality and integrity before packaging. The IFU contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. The source of the observed damage could not be determined. Based on the provided information and the investigation evaluation he likely root cause of this event is unknown. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.